Event description:
In 2006, the customer took insulin based on his adc device reading. He went into shock, began to sweat and lost consciousness. The customer was brought to the hospital, where he was diagnosed and treated for severe hypoglycemia. His course of treatment in the hospital was not stated.